Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple appropriate shocks. Upon interrogation, an alert for device charge time limit has been reached was observed. The device was explanted and replaced.